Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Per additional information updated from ttm on 25apr2025, it was reported that the biomed would like to discuss returning a device for repair and getting a loaner. Biomed replaced the circulation pump and tried a cal and failed for cal for error 80 ex 6 actual 28, coming in for assessment. Device was not returned for repair and work order was canceled. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, weak circulation pump. Per additional information updated from ttm on 25apr2025, it was reported that the biomed would like to discuss returning a device for repair and getting a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, weak circulation pump.